Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at site. The blood glucose level of the patient was 386 mg/dl. No further information was available.